Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 75% restenosed distal circumflex artery. A non-abbott guide wire was advanced to the lesion and a non-abbott semi-compliant balloon catheter was used for pre-dilatation; however, the lesion did not fully expand. Additional pre-dilatation was performed with a 2.5 x 15 mm nc trek balloon. There was resistance with the anatomy during advancement; however, the balloon catheter did cross and during the first inflation at 10 atmospheres the balloon ruptured. A non-abbott balloon catheter was used for additional pre-dilatation and a xience alpine stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.